Event description:
Boston scientific received information that a physician contact boston scientific technical services and stated that the patient developed a pocket infection after a lead revision and they are considering extraction. At this time, it is unknown why a lead revision occurred and which lead was involved. Available information suggests that this system remains implanted. The local boston scientific field representative was unable to obtain any further information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.